Manufacturer narrative:
(B)(4), teleflex received the device for investigation. The reported complaint of "system error 3" is confirmed. The pump alarmed a system error 3 during the complaint investigation. The raddling noise was noted from the pump assembly consistent with a loose lead screw assembly. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that when biomed was checking out the intra-aortic balloon pump (iabp) a system error #3 alarm occurred during power up.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that when biomed was checking out the intra-aortic balloon pump (iabp) a system error #3 alarm occurred during power up.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of system error 3 alarm is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. Corrected data: an error was found after the MDR initial was submitted. It was noted that the UDI# was not provide when the MDR initial was sent. The field now has been populated with the correct information.

Event description:
There was no patient involvement. It was reported that when biomed was checking out the intra-aortic balloon pump (iabp) a system error #3 alarm occurred during power up.